Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7080331.

Event description:
It was reported that the patients leads were in a position where the stimulation could not provide adequate pain relief. The patient underwent a revision procedure wherein the leads were replaced and repositioned. The explanted device will not be returned.